Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step and encountered resistance while filling, despite using new cartridge and room temperature insulin and reusing tubing through several cartridges. There was no reported impact to the customer¿s blood glucose level. Customer was educated to remove air from cartridge before filling, guided through loading new cartridge, and later resolved issue by replacing infusion set tubing, after which insulin delivery resumed, and technical support documented education, arranged follow-up call, and provided goodwill for products used during troubleshooting.